Manufacturer narrative:
The device was received for evaluation. Functional testing was performed. The device passed downstream occlusion testing with no issues noted. During upstream occlusion testing, an upstream occlusion was undetected. A review of the event history log revealed upstream occlusion and downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No pump correction is required for the report of false downstream occlusion alarms. The cause of the failed upstream occlusion testing was determined to be the hook set up. The hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upstream and downstream occlusion alarms when there were no actual occlusions. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.